Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during a perm ipg implant procedure on (B)(6) 2026, it was noted that the left lead had migrated. As such, the lead was repositioned to address the issue. Effective therapy was confirmed post-op.